Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: (1.0), lab inr: (2.4). The time between testing was less than 3 hours. Customer noted occasional milking of the finger, but could not recall if the patient was a difficult stick. Therapeutic range 2.0-3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Customer occasionally milks finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample. "Squeezing the fingerstick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Unable to determine if milking occurred when discrepancy occurred. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.0, reference: 2.4, mean: 1.70, confidence limits: 1.2 - 2.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. In-house therapeutic donor testing has been performed on reported lot 275625 on (B)(4) 2012. Results as follows: (B)(4). Product performed as expected. Both donors produced %cv less than (B)(4). Precision criteria has been met. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4); no further action is required at this time. This issue will be subject to tracking and trending.